Event description:
Per the neonatal nurse practitioner the solutions weren't running through and the PICC line clotted. Access was attempted at hub only and flushed fine. The nurse felt it was clogging at the clave site.